Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to the reported event, the device's power cord was replaced due to being out of specification. There was no allegation of a power issue. No additional repair information or final testing information was provided. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.